Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left coronary heart. A 1.25 mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was stuck with the guidewire. The procedure was completed with another of the same device. No patient complications reported.